Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a loss of therapy. The patient reported that ¿it went off¿ last night and that it still has a charge. The patient clarified that he is not feeling stimulation and he believes the ins still has charge in it. The stated he does not have his recharger equipment with him. The patient stated that his programmer screen is showing his ins needs to be charged. The patient stated the last time he charged his ins was last week. It was suggested the patient charge his ins. It was reviewed with patient to charge more frequently. It was reviewed that when the ins charge level gets too low, therapy will turn off. No further complications were reported/anticipated. Additional information was received from the consumer 2019-09-18. The patient reported that the patient charged his ins for 2 ½ hours last night and the screen was showing it was only half full. The patient confirmed he had full coupling for duration of charging. Anticipated charging efficacy was reviewed, and the patient was redirected to their healthcare provider (hcp) to page a rep to help check charging report of the ins to help clarify if there was a concern regarding the ins or external equipment. No further complications were reported/anticipated.